Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Perforation, pain and peritonitis are known complications associated with the use of this device, and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the sigmoid colon of a patient on (B)(6) 2012, during a stent placement procedure. According to the complainant, the indication for the stent placement was for a bridge to surgery as the patient was diagnosed with colon cancer. On (B)(6) 2012, a wallflex enteral colonic stent was implanted within the sigmoid colon of a patient. No issues were reported during the initial stent placement. On (B)(6) 2012, the patient presented with abdominal pain. A computed tomography (CT) scan was performed and it was confirmed that the patient had peritonitis. An additional assessment of the "isolated part" was performed and a perforation was also confirmed within the area of "the tip of the stent." Emergency surgery was performed and the stent and tumor were removed. The patient's condition was reported to be "good" post procedure. According to the physician, the patient was undergoing radiotherapy and chemotherapy a few months prior to this event. In the physician's assessment, it is likely that the stent caused or contributed to this event.